Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. There are plans to reimplant the patient with a new device, but it is unknown if this has occurred as of the date of this report, june 12th, 2012.

Manufacturer narrative:
Per the clinic, the patient was reimplanted with a new device on (B)(6) 2012. Correction: the correct catalog number is 92127; not 92346 as previously reported. This report is filed (B)(4) 2013.

Manufacturer narrative:
(B)(4).